Event description:
Customer reported that the blade broke during intubation. Blade is part of voluntary recall. The blade tip broke during a pt procedure, however no harm to pt. The procedure was completed without using a backup device.

Manufacturer narrative:
Immediate visible damage: cracking in 3 pin area. Failure confirmed.